Event description:
During a return admission after multiple early discharges from (B)(6) hospitals I received multiple units that I believe were tainted and caused severe allergic reactions and new arising health complications. I notified health professionals about my allergy to blood products and still feel they lacked to take proper precautions after I told them that I believed the blood was causing me reactions and I prefer not to receive blood if I could use other care services that I feel were disregarded and also forcing and coercing me to continue using a recalled outdated cadd pca pump. I have filed complaints on the early discharges and was approved to still have the (B)(6) hospital system neglect to give continued care and force me to leave still suffering from the allergic reaction I was suffering from to go home and end up back in fighting for more care to help not only with my acute pain but new developments in my health from this bad reactions to the blood I was given. This continued problems has now caused new health concerns that I have to deal with. It should be something done to prevent this from becoming a reoccurrence.